Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one empty container with three lead transfer set had a loose connection, and leaked. This occurred while using the set to combine intravenous immunoglobulin (ivig) from a bottle into an infusion bag. The reporter stated that 45 grams of ivig were lost. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.